Manufacturer narrative:
Further information was requested but not received.

Event description:
New information notes that prior to the procedure interrogation prior to the procedure determined loss of capture with high capture thresholds resulted in rapid battery depletion on the pacemaker. Determined loss of capture with high capture thresholds the right ventricular (rv) lead. The physician elected to explant and replaced the rv lead. The patient was in stable condition.